Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 38 mg/dl. The customer treated with juice. The customer's blood glucose went up to 63 mg/dl. 20 minutes later, the customer's blood glucose went up to 113 mg/dl. The customer stated that she over bloused and was not feeling well. The customer declined to troubleshoot for low readings.